Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device could not be returned for evaluation as it was discarded post procedure. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learnt via the implant patient registry that a valve model 7300tfx27 was explanted from the mitral position after an implant duration of 5 years and 5 months due to calcification leading to severe stenosis and moderate regurgitation. During surgery the patient underwent concomitant aortic valve replacement using a non-edwards valve due to severe stenosis of the native aortic valve and a tricuspid non-edwards ring implantation due to severe insufficiency of the native tricuspid valve. The patient presented with dyspnea on exertion. Another valve model 7300tfx27 was implanted in replacement. Tee showed no resultant valve leaks (max 14mmhg and mean 5mmhg). The patient was discharged on pod #5 in good general health condition. Patient's relevant comorbidities included: permanent af with ppm implantation in 2014. Hypertension. Osteopenia. Hypercholesterolemia.